Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused on (B)(6) 2017. There were approximately 50 ml left in a secondary piggy-back bag of an unnamed medication in the picu; the pump alarmed for a completed infusion when the excess was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.